Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd micro fine plus¿ pen injector needle, leakage occurred. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one opened 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. Clog testing was carried out on the returned sample and visual examination of the photos was carried out and no issues were observed. Investigation conclusion: unconfirmed: no issues were observed with the returned sample or photos therefore no root cause can be identified.